Manufacturer narrative:
It is unknown as to which trach tube had inflation issues and as to which tubes had discoloration issues.

Event description:
Information was received indicating that during a routine change out of a smiths medical portex® bivona® tts¿ (tight-to-shaft) tracheostomy tube discoloration of the flange was observed. It was reported by the nurse that discoloration (light yellow - orange) on inner aspect of the flanges was noted. Two trach tubes were noted at bedside; one with same discoloration and one without. The patient had been reported to be undergoing proton therapy in MRI. Subsequently, the replacement tube was reported to not inflate properly with sterile water during pre-test; only 2/3 around the shaft inflated. Massaging of the cuff was performed without success. A tube was finally placed with no adverse patient effects.